Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family or friend reported via phone call that the insulin pump alarmed no delivery and mentioned during troubleshooting that the customer experienced a high blood glucose level of over 500mg/dl on (B)(6) 2017. Customer's family or friend declined to troubleshoot for high blood glucose reading but was assisted with no delivery. Customer's family or friend was reporting a past event and stated that the insulin pump did not alarm no delivery during manual prime. Customer's family or friend stated that the no delivery issue was resolved by changing the infusion set and reservoir. The insulin pump will not be returned for analysis.